Manufacturer narrative:
(B)(4). Insulin pump received with detached, missing reservoir retainer ring and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Unable to perform displacement test due to detached missing retainer.

Event description:
Information received by medtronic indicated that the reservoir retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.